Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint error 32100. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the "axes controller (aca) pointing to a brake issue" was further inspected, and the fault could be identified.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, error 32100 occurred on universal surgical manipulator (usm) arm 4. The site attempted to perform a hard power cycle with emergency power off (epo) a couple of times with no change. The logs were not reviewed. The procedure was aborted to another da vinci system, and no patient involvement was reported.